Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient acquired a staph infection in the pocket site post surgically. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. It was unknown what actions/interventions were taken to resolve the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.